Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledgethe insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. Customer reports that display screen was cracked; reservoir compartment was damaged; and o-ring was missing. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing the reservoir tube o ring. No crack on the lcd glass noted.